Event description:
It was reported, the tip of the catheter broke off in the intrathecal space. The intrathecal portion of the catheter was replaced on 2014 (B)(6). There was a system upgrade. It was later reported, the health care professional (hcp) was unsure if the patient had been symptomatic or not. The cause of the break of the catheter was unknown. The patient had a history of ¿feeling like something snapped¿ and was diagnosed with the catheter problem after that. A new distal catheter was placed and attached to the existing proximal catheter. The system was being used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).